Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Wires and prongs are exposed on the cable to the joystick. He states that he is changing the cable out to prevent it from sparking. The aides at the facility stated that they did not see sparks or anything with the wires and prongs being exposed.